Event description:
Information was received from a company representative (rep) regarding a patient receiving intrathecal baclofen via an implanted pump for intractable spasticity. It was reported that the patient had magnetic resonance imaging (MRI) and today was the first time the pump was interrogated after the MRI. The caller stated the pump was showing motor stall and no recovery. 2024-11-05 e1 (rep, hcp), additional information was received from a healthcare provider (hcp) and company representative (rep) reporting that the pump was interrogated again and showed a motor stall and recovery. The date of the motor stall recovery was on (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.